Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve not shifting fully. Additional malfunctions include the control panel was cracked, the led label was missing, the invacare logo was missing, and the no smoking label was missing.